Event description:
It was reported that a device had an unintended response when using the keypad. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to confirm or reproduce the report of an unintended keypad response when using the keypad. Each key was tested and found to function correctly without any anomaly.